Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01514 the device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils using the handle. Then, the pusher wire of a third ruby coil became stuck within the handle, despite the ruby coil being detached. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.